Event description:
It was reported that a cartridge alarm occurred during insulin delivery. There was no adverse impact on the customer's blood glucose level. The customer was assisted by technical support in attempting to load a new cartridge, but the cartridge alarm recurred, preventing successful insulin therapy. Consequently, technical support arranged to replace the pump under warranty. The customer was instructed on returning the problematic pump and will use multiple daily injections as a backup therapy in the meantime.